Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, it was reported by a distributor via email that three ar-2324bcm bio-composite swivelock sp sutures broke in the middle, where it meets the eyelet, during insertion. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/20/2024: the distributor reported that only one ar-2324bcm bio-composite swivelock sp had issues during this rcr procedure on (B)(6) 2024. The sutures broke after implantation, and the anchors remained in the patient. The case was completed using a new ar-2324bcm bio-composite swivelock sp. The case was delayed ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned tensioning of the suture, and/or excessive force. According to the surgical technique. 3. Completely advance the driver into the bone socket, beyond the first laser line, until the anchor body contacts bone. Evaluate suture tension. If tension is not adequate, back the driver out and readjust the tension. 4. Make sure the tip of the anchor body is in contact with bone. Hold the thumb pad steady and rotate the driver handle clockwise to insert the anchor body until it is flush with the bone. 5. Cut the fibertape suture tails with a fibertape cutter. Repeat these steps for the second lateral anchor note: do not attempt to apply tension to the sutures with the eyelet in the bone socket. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.